Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The returned battery was fully depleted and could not power the device. However, the device powered on and operated normally with test batteries, passing all functional tests. Log review indicated the device failed to power off from configuration mode, causing the battery to drain and a no power condition. The device was recertified and returned to the customer. The investigation is closed as meets device specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.